Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) balloon as it was reported that there was severe calcification on the valve leaflets and concern of hemodynamic breakdown. The delivery catheter system (dcs) was advanced, however when the dcs passed through the valve annulus the patient became hemodynamically unstable and the ostium area was not able to be obtained. At this point, the patient was placed on percutaneous cardiopulmonary support (pcps) due to concern of hemodynamic breakdown. A second pre-implant bav was performed. Following the second bav, a coronary artery dissection was observed via angiography. It was determined to perform urgent percutaneous coronary intervention (pci). It was reported that the left main coronary artery and the left anterior descending artery were affected. A 3.5 × 48 mm coronary stent was implanted distally and a 4.0 × 18 mm coronary stent proximally. Following the pci, the valve was implanted successfully. The patient blood pressure did not recover, therefore the patient left catheter lab under pcp support. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that following the second balloon aortic valvuloplasty (bav) and percutaneous cardiopulmonary support was inserted, a dissection was observed in the descending aorta. A coronary angiography showed stenosis and dissection like findings due to compression observed from the left main trunk (lmt) to the left anterior descending (lad) aorta so percutaneous coronary intervention (pci) was performed. Following the valve placement, computed tomography (CT) showed dissection near the left sinus of valsalva (sov). In the ascending aorta, the false lumen showed thrombus formation and the diameter was small. The descending aorta dissection was observed just above the celiac artery. No additional adverse patient effects were reported. Updated data: h6 patient codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that, per the physician, the delivery catheter system (dcs) did not cause or contribute to the d issection. The dissection was caused by the two pre-implant balloon aortic valvuloplastys (bav). The reported hemodynamic instability was hypotension. Even after the valve was implanted, the hypotension did not resolve and it was difficult to detach the percutaneous cardiopulmonary support (pcps) with the hypotension. The patient was transferred to intensive care unit (ICU). No additional adve rse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: h6 - removed previous patient code c50462 and updated with c50600. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.